Event description:
Tap it was reported that, 56 days after implantation of a 3.0 x 12mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 95% with timi iii flow was reported. It was not reported that the lesion was predilated. A 3.0 x 12mm taxus express2 drug eluting stent was deployed in the region of the lesion. It was reported that the "resulting dilatation was excellent." A post-intervention residual stenosis of 0% with timi iii flow was reported. No complications were reported. The pt presented 56 days after the initial procedure with an 90% in-stent restenosis in the mid lad. It was not reported that, the lesion was predilated. A 3.0 x 8mm non-boston scientific stent was then deployed at 18 atm in the mid lad in the region of the lesion. The stent was post-dilated with a 3.0 x 8mm highsail balloon at 20 atm. Angiographic imaging revealed "timi iii flow with no significant residual stenosis." The pt rec'd heparin during the procedure. The procedure was noted to be "successful." No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.